Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the screen on the insulin pump was blank. Customer stated that the insulin pump vibrated and was not delivering insulin. Customer's daughter stated that the display was not blank for less than 30 seconds and then returned. Customer's daughter stated that the display was blank at the time of call. Customer's daughter stated that the contacts on battery cap were neither missing nor damaged. Customer's daughter stated that the battery compartment and springs were neither corroded nor damaged. Customer's daughter also reported retainer ring damage. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring: black . Patient returned pump for an alleged blank display and retainer ring damage observed on august 13, 2022. Unable to perform self test and displacement test due to unresponsive keypad. Unable to download history files and traces using thus and unable to generate power management graph due to unresponsive keypad. Unresponsive keypad from center and right buttons due to moisture damage on the j1 connector on electrical board1. The p-cap/reservoir does lock properly. Device's center and right button failed the keypad voltage test. Pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 and 22, force sensor, and motor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, end cap address label fading, missing display window cover, scratched case, pillowing keypad overlay, and corroded battery tube. Confirmed unresponsive keypad from center and right buttons due to moisture damage on the connector on electrical board1. Blank display was not confirmed. No retainer ring damage noted. Moisture damage found on electrical board 1 and 2, force sensor, and motor. Unable to download history files and traces using thus due unresponsive keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.